Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the haptic broke in half when doctor picked up. The piece inside the company handpiece that usually expels the lens malfunctioned and slid above the lens, which did not allow the lens to expel into the eye. The procedure was completed the same day. Additional information has been requested, yet no new information received.